Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experience a three (3) high watt alarms on (B)(6) 2014. Around 1900 on (B)(6) 2014 the patient and paramedic noted a burning odor coming from the controller. A controller exchange was performed by the facility as a precaution and the patient was provided with a replacement device. There was no reported patient injury as a result of this event. The controller ((B)(4)) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed visual inspection and functional testing and performed per specification. Review of the controller log files confirmed the reported high watt alarms as a result of an incorrectly set high power alarm setting as a result of user error. However, the reported event "overheating" was not confirmed. The root cause of the reported event could not be conclusively determined as the device functioned per specification, however it is possible that user error/perception may have attributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the patient experienced three (3) high watt alarms on (B)(6) 2014. Around 1900 on (B)(6) 2014 the patient and paramedic noted a burning odor coming from the controller. A controller exchange was performed by the facility as a precaution and the patient was provided with a replacement device. The patient's normal power flow was around 5 watts but the power flow was around 7 watts on july 2nd. The patient's lactate dehydrogenase was 196 u/l. Log file were sent to the facility for evaluation. The power flow returned to normal after the controller exchange. There was no reported patient injury as a result of this event.